Event description:
In visual inspection what appeared to be debris (foreign matter) was noted on the plunger of the syringe. The largest piece of debris measured roughly 1.5" x 0.5" in size. The debris appeared to be a plastic film with a reddish/brown substance on it. The dlsc report indicated the foreign substance on the plastic rod was flash with brown specs on it. Visual, microscopic, and ft-ir examination found the flash material was consistent with polypropylene. Both the syringe and plunger are constructed from polypropylene.